Event description:
Reportedly, on the forth firing of the instrument, it's jaws would not open to release the tissue and the sulu disengaged from the instrument handle. The surgeon then decided to transect around the sulu closed on the tissue to remove it from the site and reinforced the anastomosis with sutures to complete the case without further incident. Procedure:lobectomy, patient status: no patient injury reported.